Event description:
It was reported that this inflatable penile prosthesis could not be inflated. It was confirmed there was air in the system; the physician suspected a leak but was unable to determine the source. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis could not be inflated. It was confirmed there was air in the system; the physician suspected a leak but was unable to determine the source. The device was explanted and replaced. No patient complications were reported.